Event description:
It was reported that during a procedure, the farawave pulsed field ablation catheter experienced guidewire stuck. The wire became stuck in the catheter and while maneuvering near the left inferior in flower configuration, the wire was out in the vein. Subsequently, the catheter was replaced. The procedure was completed and there were no patient complications. Additionally, it was noted that no tissue was observed on the catheter or guidewire. The catheter is not expected to return for analysis as it was disposed. It was further reported that a merit inqwire rosen j tip guidewire was used. A new guidewire was used with the new catheter as the old guidewire was stuck inside the catheter. There was no perforation, and the wire was in vein anatomy. No tissue was seen on the tip of the catheter or guidewire. The catheter pulled out of body and replaced with a new one as guidewire was stuck in catheter.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.